Event description:
It was reported that patient presented in clinic for routine generator change. Prior to the procedure, externalized conductors were noted via fluoroscopy on patient's right ventricular (rv) lead. It was further noted that the lead exhibited high capture threshold. No intervention was performed. The lead was connected to the new implantable cardioverter defibrillator. The patient was stable.

Event description:
New information received notes that the right ventricular lead exhibited noise oversensing. The lead was capped and replaced on (B)(6) 2022.